Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977c165 , serial# (B)(4), implanted: (B)(6) 2017, product type lead .

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient wasn¿t getting coverage of her pain area. The rep reported that stimulation was all on the left side and the patient needed it on the right. The rep reported that the x-ray showed the paddle lead slightly to the left. The rep reported that reprogramming was able to capture a little of her left side. The rep reported that the issue wasn¿t resolved at the time of the report. No further complications were reported.